Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a charger enclosure and battery tray was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the pendant of imaging system displayed a "individual battery failure" error message. There was no patient present at the time of the injury.

Manufacturer narrative:
The batteries were returned to the manufacturer for evaluation. Testing found that two batteries in the tray had slightly lower voltages than specified. No visual damages were noted aside from minor cosmetic scratches. The suspect enclosure charger has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Analysis found that the enclosure charger was analyzed and the part passed all tests. No fault found. A bent corner was noted on chassis.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.